Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. (B)(4).

Event description:
The patient reported that their pump was removed due to an infection. The indication for use was non-malignant pain and other non-malignant pain. No further information was provided. Follow-up is being conducted. If additional information becomes available a follow-up file will be submitted.